Event description:
During a cataract extraction procedure, the needle came loose from the phacoemulsification handpiece and, as a result, particulate entered the pt's eye. Eval of the incident indicates that the needle had not been securely tightened prior to the start of the procedure.